Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a revision surgery was reported. The device was not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. For these reasons, no functional testing or inspections could be performed. The DHR for this device could not be reviewed due to the lot number remaining unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint cannot be determined, as it is unclear how the sl360 system failed and led to the need for a revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown screws, part# ni, lot# ni.

Event description:
It was reported a revision occurred fourteen days following implantation of sternal closure plates and bands due to an unspecified implant failure. Attempts have been made but no further information has been provided.